Manufacturer narrative:
Follow up #1 (B)(4) - device evaluation: on investigation, the display was noted to be dim, faded, discolored and difficult to read. A test display was attached to the pump and illuminated properly without discoloration.

Event description:
The reporter contacted animas on (B)(6) 2013 and stated the display screen was dim and difficult to read in the sunlight. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.